Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma late : unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and seroma-late. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.